Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 was not open. The field service engineer determined that the full height drawer was unable to open due to a damaged rail. Ticket has been postponed pending necessary repairs. Multiple attempts were made to reach fse but there was no response received related to repair information.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.